Event description:
The patient was receiving continuous IV chemotherapy (doxorubicin (adriamycin) 39mg, etoposide (vepesid) 200 mg, vincristine (oncovin) 0.5 mg in ns 1,000 ml) chemo infusion that required the use of a 0.2 micron filter. The chemotherapy infuses over 24 hours x4 doses. On [redacted] the patient called the nurse to inform them that it was leaking. When the patient wiped hid finger across the filter he could feel it but there was no visible leaking. The nurse double gloved and used a paper towel to wipe the filter and see a drop of the orange liquids on the paper towel. The infusion was just finishing and the patient was able able to get the full bag. There was no lot number obtained from this occurrence. On [redacted]-the next day, another dose was infusing and the nurse had wrapped a small absorbent pad around the filter to monitor for a leak, as the chemo is red in color and can easily be seen on the white pad if leaking. After the medication had been infusing for almost 24 hours the rn noted a small nickel size amount of red leakage on the absorbent pad. The concern is that these are hazardous medications and one of the medications has the potential to vaporize/aerosolize.